Manufacturer narrative:
Endoscope - part and serial number unknown.

Event description:
A hospital in (B)(6) reported that the pressure fluctuates when the rd900 neopuff infant resuscitator maximum pressure valve is touched. It was reported that the neopuff may have been dropped. No patient consequence was reported.

Event description:
The customer reported that a healthcare worker (hcw) experienced ocular discomfort after disopa solution splashed in her eyes while rinsing an endoscope during manual processing. The hcw was wearing gloves and a gown. She rinsed her eyes with water, but still felt discomfort in her eyes. She sought medical attention on (B)(6) 2010 and was diagnosed with an eye injury. She was prescribed eye drops to prevent an infection or inflammation of her eyes.

Manufacturer narrative:
Correction: changed to event type to adverse event device. Correction: corrected the product code. Type of reportable event: serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, health hazard analysis and CAPA. Complaint history trending for disopa solution for the problem of hr-eye reaction and hr-eye splash is not considered a significant trend. Batch record review of disopa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user eye exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. A CAPA was opened to investigate hcw reports of human reaction symptoms while working with cidex opa solution. The investigation determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. The cidex opa instructions for use (IFU) cautions that when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. When using latex rubber gloves, the user should double glove and/or change single gloves frequently, e.g., after 12 minutes of exposure. For those individuals who are sensitive to latex or other components in latex gloves, 100% synthetic copolymer gloves, nitrile rubber gloves, or butyl rubber gloves may be used. Inadequate personal protective equipment (ppe) contributed to the reported event.

Manufacturer narrative:
Additional information received identified the eye drops prescribed, symptoms resolved and the healthcare workers (hcws) return to work. The name of the eye drops prescribed is flumetholon (anti-inflammatory steroid eye-drop) and cravit (antibacterial eye-drop). One week after the reported event a follow up visit to the doctor/ophthalmologist found the symptoms were resolved without any sequela. The hcw continues working at the facility without any problem.

Event description:
A nurse reported a poor aiming beam that was seen during a case. Another probe was used to complete the case. There was no pt injury. The reported probe will be returning for in-house testing.